Event description:
Healthcare professional reported paradoxical adipose hyperplasia (pah) to the abdomen (bilateral) 10 months after coolsculpting treatment to the abdomen and submental areas on (B)(6) 2021 and (B)(6) 2025 using cooladvantage plus and cooladvantage applicators. Healthcare professional later reported "slightly enlarged (the area) but main concern was that the tissue/fat in area of both cycles feels much firmer. Patient reported seeing initial improvement then area enlarged again." And "confirmed the diagnosis of pah with very visibly enlarged adipocytes in lower abdomen in areas of both cycles".

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.